Event description:
This case was reported by a consumer (patient's brother) and described the occurrence of choking in a male patient who received super poligrip for denture adhesion (formulation unknown). A physician or other health care professional has not verified this report. Concurrent medical conditions included dental removal and dentures. On an unknown date, the patient started super poligrip (dental). On (B)(6) 2010, the patient experienced choking, distressed, unable to breathe and inability to swallow. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Brother of consumer reported via e-mail that the consumer had 19 teeth extracted on (B)(6) 2010 and a set of temporary dentures put in. They gave the consumer super poligrip to go with his temporary dentures but using it has caused such distress that the consumer thinks he is dying. Choking to death on poligrip. That is what the consumer said on (B)(6) 2010. He cannot breathe or swallow. No other information provided. (B)(4).